Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed a blade type cut in the tubing. Functional leak testing was performed and leak was identified due to ruptured tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set leaked from the ruptured tubing. This occurred during infusion. There was no patient involvement. No additional information is available.